Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad traces or unlocked keypad connector was noted during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked case a the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the keypad on the customer's insulin pump was not responding. Customer's blood glucose was 123 mg/dl. He did not recall any significant events leading up to the alarm. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.